Event description:
On 7/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was possibly diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient revealed they presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (result unknown) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with two intraperitoneal (ip) antibiotics; however, was unable to provide the drugs, dosages, frequencies, and durations. The patient¿s peritoneal effluent culture result returned positive (organism unknown), and the patient¿s antibiotics were continued. The patient is recovering from the events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue. The pdrn performed a home visit on 11/may/2024, and attributed causality to multiple breaches in aseptic technique (e.g., not wearing a mask, not performing hand hygiene). The patient admitted he frequently does not perform these measures prior to initiating and/or terminating of treatment (however will going forward). Per the patient, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided that the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which required antibiotic therapy. The pdrn attributed causality to multiple breaches in aseptic technique. The patient admitted he frequently does not perform hand hygiene or don a mask prior to initiating and/or terminating treatment. Per the patient, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Based on the information available, the patient¿s liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 7/may/2024, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was possibly diagnosed with peritonitis. No additional information was provided during intake. Follow-up with the patient revealed they presented to the outpatient home dialysis clinic on (B)(6) 2024 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (result unknown) were collected, and the patient was diagnosed with peritonitis. The patient was treated as an outpatient with two intraperitoneal (ip) antibiotics; however, was unable to provide the drugs, dosages, frequencies, and durations. The patient¿s peritoneal effluent culture result returned positive (organism unknown), and the patient¿s antibiotics were continued. The patient is recovering from the events and continues to undergo ccpd therapy at home utilizing the same liberty select cycler without reported issue. The pdrn performed a home visit on (B)(6) 2024, and attributed causality to multiple breaches in aseptic technique (e.g., not wearing a mask, not performing hand hygiene). The patient admitted he frequently does not perform these measures prior to initiating and/or terminating of treatment (however will going forward). Per the patient, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction.